Event description:
We received a report that a tecnis toric zct150u210 intraocular lens (iol) was explanted after the patient experienced poor vision. The incision was enlarged to remove the iol. The reporter indicated that he was concerned about the labeled diopter power of the device.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection using a microscope showed the lens was identified as tecnis toric acrylic 1-piece intra ocular lens because of the type of haptics and the presence of marking holes. It was observed that the lens was delivered in one piece. The lens was partially discolored, yellowish and the discoloration was inhomogeneous. Considering the inhomogeneous character of the discoloration, there is no relation to product design or manufacturing. Further analysis of the nature of the discoloration was not possible due to the low amount of material and not applicable method of testing. However, the sterilization records for this lot were reviewed and no non-conformances that could affect the sterility assurance were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.